Event description:
The following report was received from the saga restrospective registry: the patient received a 3.0 x 18mm bx velocity in 1990 on a svg. On 7/30/2003, a follow-up angiography was performed which revealed that the patient had a total occlusion of the target vessel through 12 months.